Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they hospitalized and dispatch to emergency room due to low blood glucose level on (B)(6) 2022. Customer's blood glucose value was 27 mg/dl at the time of the incident. Another blood glucose level was 232 mg/dl. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer allege insulin pump was over delivering. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged possible over delivery, visit to emergency room and was hospitalized for low bgs found on (B)(6), 2022. Also, on (B)(4), svn#: (B)(6)- customer returned insulin pump for an alleged visit to emergency room and was hospitalized for low bgs found on (B)(6), 2022. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history on the event date of jan 30, 2022, there was no bolus recorded dailytotalofbolusinsulindelivered: 0 (0 u) and no unexpected alarms/suspends noted. However, on (B)(6) 2022 21:17:34.000, a dailytotalofbolusinsulindelivered: 10000 (1 u) bolus was delivered. 01/29/2022 21:17:34.000 normalbolusdelivered (220) normalbolusamountprogrammed: 10000 (1 u) bolusamountdelivered: 10000 (1 u). Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Device passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.